Manufacturer narrative:
The device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with explant in the left eye. The reason for explant was due incorrect lens power and patient has corneal abrasion at the time of surgery. No vitrectomy was performed. Capsule bag was intact and suture of incision was needed. System provided incorrect measurements. Intra ocular lens exchange was completed. Patient symptoms were resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).